Event description:
The device was working and the performance was good, but the pt was unhappy because she felt strange with the implant in her head. The pt has a psychological disease. The pt was explanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.